Event description:
Resident was being showered in shower chair by nurse aide, when seat of chair broke at back where attached to aluminum frame by plastic attachments and screws. Resident slipped through seat opening hitting right upper arm on aluminum frame work causing 3cm x 3cm skin tear. Physician orders to clean with betadine and apply antibotic ointment with telfa pad and kling dressing bib until healed. Tear continues to heal well 5/27/92device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data. Conclusion: device failed during assembly, device failed during assembly, device failure occurred but not related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.